Event description:
It was reported that the pt underwent a minimally invasive posterior spinal surgery. It was reported that the rod inserter tab broke, allowing the trocar to dislodge easily. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specifications.